Event description:
The patient reported his insulin infusion sets are not properly adhering. He stated he lives in a state with high humidity and the infusion sets seem to "sweat off his body" during workouts. He said this occurs after the infusion sets have been in use of 2-3 days. He did not keep the infusion sets at issue. The patient was sent complimentary infusion sets and a box of tegaderm. On follow up, the patient stated the tegaderm is working better for him. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.